Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, ¿calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿

Event description:
It was reported that the customer went to the hospital due to experiencing elevated blood glucose (bg) level of 700 mg/dl, diabetic ketoacidosis (dka), pancreatitis, and a blood infection. Suspected cause of elevated bg was pancreatitis. The customer delivered a correction bolus to address bg levels prior to hospitalization. Customer was treated with insulin while hospitalized but was unsure of all treatment. Pump system check was performed with tandem customer technical support (cts) and the pump performed as intended. However, the customer had turned off the sensor and was not performing a calibration every 12 hours. Tandem clinical diabetes specialist (cds) met the customer on (B)(6) 2018 for a refresher pump training. Cds reported that the customer "looked fine" and was released from the hospital approximately a week before the training (B)(6) 2018. In addition, cds reported that the customer was comfortable with using the pump for insulin therapy.